Manufacturer narrative:
(B)(4). Date sent: 1/29/2026. D4: batch #874c49. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the joint cover damaged, the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60b reload returned fully fired. The returned device and a test reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It should be noted that when using the reverse button, ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The event described could not be confirmed since the device fired as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 929c50; and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number 874c49, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an abdominal ilectomy procedure, it was observed that the device was locked. Changed to a new one to complete the procedure with a delay of 10 minutes. There was no patient consequence reported. No additional information provided.